Event description:
A system operator reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under MFR number 1061857-2007-00204. There was no pt impact/injury associated with the left eye. Pt records received indicate a 1-line improvement in bcva at approx 3 months post-op. Ucva improved from 20/cf to 20/20+2. Suface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progess.